Event description:
Complainant alleged that while attempting to treat a patient the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The two set of pads that was return for evaluation passed tests. The device was recertified and returned to the customer. No trends is associated with reports of this type. Its noteworthy to mention that our visual inspection of the returned pads observed pads had excessive hair, but it cannot be firmly established this is the cause.